Event description:
Info received indicates that during surgery to remove pannus overgrowth from the great orifice of the valve, the surgeon reported damage from surgical instrument ot the device during the case, and indicated they cracked the valve housing. The product was replaced during the procedure with no report of pt complication.